Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement within specifications. No unexpected blank display noted during testing. No frozen screen and no pump error 68 alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was dead during rewind. Customer's blood glucose level was 170 mg/dl. Customer stated the display was not blank less than 30 seconds. Customer stated display was blank currently. Customer stated that the contacts on the battery cap was not missing nor damaged. Customer states battery compartment was neither damaged nor corroded. Customer stated that the insulin pump was not dropped or bumped. Customer reported that the display return after restart the insulin pump. Customer reported that the insulin pump occurred insulin plump error alarm and then a frozen display. Customer reported the time clock does not advance. Customer reported the screen was not completely blank. Customer was unable to successfully clear the alarm, insulin pump buttons did not begin to work in less than 5 minutes without battery change. Customer was unable to try insulin pump with remote. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.